Manufacturer narrative:
During a retrospective review of events processed through a recently acquired entity and in accordance with 21 c.f.r part 803, this record has been determined to be MDR reportable. Manufacturing review: a complete manufacturing review could not be conducted as the device lot number is unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one electronic photo was reviewed by field assurance engineer. The photo shows a conquest pta catheter. The catheter has been coiled up. The balloon looks partially inflated, however, the circumferential fibers are noted to be bunched down towards the distal cone of the balloon. Based on the photo review, fiber disturbance be confirmed. Conclusion: a photo was returned and reviewed. The investigation is confirmed for frayed material as the fibers near the distal cone of the balloon were bunched, creating a fiber disturbance. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the vascular access interventional therapy (vaivt), frayed outer material of the pta balloon was allegedly found when it was removed from the patient via a sheath. Reportedly, before the removal, the catheter was inflated to a pressure of 14 atm once in the lesion. Another device was used to complete the procedure. There was no reported patient injury.